Manufacturer narrative:
(B)(4). Batch # n53n8l. The analysis results found that one sc60 device was returned in good visual condition and with two ecr60d cartridge reloads present. The cartridges were received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle was found damaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) procedure, the surgeon felt it difficult to squeeze the device on the first firing with a gold reload. Another gold reload was reloaded, but the device still could not fire. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.